Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose causing vibration. It was determined that worn and loose bearings created a situation where the cutter device was not able to be inserted. It was determined that if a cutter device was able to be inserted and the device was ran, it would create heat from the damaged bearings. It was determined that vibration and heat were caused by the worn and damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate..

Event description:
It was reported that during testing, it was observed that the attachment device was running hot. The event wa not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.